Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the display on his insulin pump was blank. He changed out the battery and it still did not turn on. Customer's blood glucose was 120 mg/dl. The customer stated the device was not bumped, dropped, or exposed to moisture and the battery compartment and spring were neither damaged nor corroded. After the battery cpa was cleaned and a new battery inserted, the display did return. A self test was performed and passed. The customer was advised to monitor the device and that a replacement battery cap would be sent to rule out possible issues with it.